Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37751 , serial # unknown, product type recharger; product ID 37761, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger (serial # (B)(4)) found the cable assembly damaged.

Event description:
There was a report that the patient's recharger (insr) was not charging. The patient couldn't connect with their recharger since friday night. The insr screen was blank even though the insr was plugged in for 2 nights. The connector pin appeared to be loose on the desktop charger. The desktop charger was not charging the insr. It was noted that the patient's implantable neurostimulator (ins) was depleted. The patient last felt stimulation on friday. Relevant medical history includes non-malignant pain and occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.